Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has not previously repaired/evaluated this meshgraft ii. Initial qa inspection of the meshgraft ii by medicrea revealed the device is used and the handle is jammed on roller. It was also found that some blade of the cutter was damaged. The technician found that the cutter, roller, side plates, spring, sliding pin, ratchet gear and screw were damaged. The device calibration was out of specification. Repair of the meshgraft ii was performed by medicrea which included replacement of the cutter, roller, side plate, allen key, handle, gear, screw, sliding pin and spring. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the handle was jammed on roller and also found that some blade of the cutter was damaged. The root cause of the reported was due to the handle which was jammed on roller and the damaged cutter. The device requires preventative maintenance every 12 months per the instructions for use manual. The meshgraft ii was functioned as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Event description:
It was reported that the device is not cutting as it should. No adverse events were reported as a result of this malfunction.